Event description:
It was reported to minimed that the customer experienced hyperglycemia. Blood glucose value at the time of event was 437 mg/dl. Also the customer had an issue with the insulin pump. The customer experienced symptoms feeling weak/ sick during the event. The customer was treated with a manual injection and emergency room visit. The event involved product(s) mmt-1884, 78893-01, mmt-342g, mmt-431aj. Troubleshooting was performed. The customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned. No product return is required for 78893-01. No product return is required for mmt-342g. No product return is required for mmt-431aj.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, force sensor test, displacement test and dat within specification at 0.0872 inches. The thump and carelink software were utilized and downloaded trace/history files properly. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 28-jun-2026 listed on smartsolve due to insufficient data in the trace/history files. The test infusion set including the test reservoir installed in the reservoir compartment and no air bubbles in the test reservoir occurred. In further analysis of the pump history found no usersuspended alarm on the event date of 28-jun-2026. Perform the history review 1 week from the event date 28-jun-2026, there were no unexpected pump error(s)/alarm(s) noted in the pump history file. No under anomaly noted. The pump was received without a battery and battery cap. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.0 mv). The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay and scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs/low bgs. Customer alleged for under delivery anomaly and air bubbles in the reservoir was not confirmed. For additional information regarding the tests performed refer to d00854230 ¿ appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.